Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. The device was tested and retested with the following results: (B)(6) 2025: 13 cfu/endo including 1 cfu proteus spp ts cx and 12 cfu at tip. Since there was presence of digestive flora, the complete trt was repeated with synergy 5, followed by a check. (B)(6) 2025: after 1 non-compliant interview at aniosyme 3 there were 32 cfu/endo scn including 15 cfu all channels, 17 cfu at the distal end. (B)(6) 2025: repeated check showed 4 cfu/endo including 2 cfu ts cx and 2 cfu at tip, aeromonas salmonicida.

Manufacturer narrative:
Updated fields: d9, h2, h3, h4. This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where an obvious deviations from instructions for use (IFU) was identified. The device was evaluated and confirmed the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, most probable cause of the complaint was failure to follow instructions. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported.